Event description:
Aquamantys button was not working on the sterile field. Attempted a reprime which did not help the aquamantys to work. Product removed from the sterile field and a new aquamantys was opened to the field.